Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/13/2018 that on (B)(6) 2017, a loss of connection occurred. No product or data was provided for evaluation, however the attached picture confirms the pt received a signal loss alert. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.